Event description:
Unable to charge capacitor making defibrillator therapies unavailable in the event of cardiac arrest due to ventricular arrhythmias. No harm to pt. Device removed & replaced. Taken by physician to give to st. Jude medical for eval. Physician reported to co. Requested by f.d.a. To report.